Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after an ablation interventional procedure using a 5f sheath. Reportedly, the prostyle device was inserted but difficult to position and clear backflow was not obtained. The device was inserted deeper than usual, and backflow was observed. The foot was deployed but it did not adhere closely to the anterior wall. The plunger was pushed and the needle to cuff engagement was successful. The device was removed with slight resistance but without any problems. The knot was advanced to the blood vessel wall using the suture trimmer, however bleeding continued as the suture did not capture the vessel wall. Manual arterial compression was applied to achieve hemostasis. A change in color occurred with the patient¿s right foot. Stenosis or occlusion of the right femoral artery was suspected, and angiography from the right common iliac artery was performed by puncturing the left femoral artery. Angiography from the right common iliac artery showed stenosis (bellows) in the external iliac artery, and thrombus-like or spasm like contrast was confirmed on the peripheral side of the stenosis. It was decided that a laparotomy would be required to remove the suture surgically. The suture cut portion was left floating in the vessel. The entire right foot had also developed symptoms due to ischemia (the change in color was noted, and palpating of dorsal artery of foot was not confirmed). It was decided that the interventional therapy should be promptly recanalized. From the left femoral artery, the right external iliac artery was approached by crossover using a 6.5-fr guiding catheter. A non-abbott guidewire was advanced through the stenosis site. Spasm of the blood vessel was suspected. Medication was injected and the spasm was resolved. Angiography was repeated after a little time, and the delayed enhancement of the stenotic segment was also resolved, and the ischemic symptoms of the entire right foot also disappeared. Therefore, the patient was followed up without further additional treatment. The stenosis was not completely released, and the stump of the suture had remained floating into the vessel, therefore, the patient was followed up in the outpatient clinic. The risk of thrombotic occlusion is low because patient is undergoing mechanical valve replacement and taking blood thinning medication, so the risk of major complications will be low in the future. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Five days post procedure, an echocardiogram was performed during the patients follow up appointment. It was then confirmed that a back wall stitch of the external iliac artery had occurred and the suture did not capture the anterior wall. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatments and patient effects of vasoconstriction and diminished pulse appear to be related to circumstances of the procedure. The patient effects of ischemia, hemorrhage and occlusion are listed in the electronic perclose prostyle instructions for use as possible adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.